Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The result from the meter was 4.5 inr. The result from the laboratory was 2.7 inr. There was no allegation of an adverse event. The laboratory result was used. The customer was "stable". The customer was not anemic, not polycythemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin, no illness, no new medications, no bleeding, and no bruising. The customer had a loss of appetite. The customer's therapeutic range was 2.0 - 3.0 inr. Retention test strips (lot 294942-21) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.